Event description:
Event was reported to caldera medical by an attorney. The patient has suffered cramping when going to the bathroom and painful intercourse. No further information has been provided.